Manufacturer narrative:
The MFR's report number for this case is 9681138-2012-00026. New poligrip sa (distributed as super poligrip in the united states) is mfg in (B)(4). The lot number for this product is available; however, it is unk whether the product will be returned for quality assurance testing. (B)(4).

Event description:
This case was reported by a consumer and physician and described the occurrence of stomach perforation in an (B)(6), female, pt, who received double salt dental adhesive cream (new poligrip sa) for an unk drug indication. Concurrent medical conditions included hypertension. Concurrent drugs included an antihypertensive drug. On (B)(6) 2012, the pt experienced impaired appetite. (B)(6) days later, the pt experienced vomiting. The pt visited hospital urgently and a CT scan showed possible 'free air.' The pt was hospitalized and underwent urgent surgery to remove foreign material. An unk substance of about 3 cm was discovered. The substance was considered to be poligrip due to the appearance. The pt reported that poligrip caused gastric necrosis by sticking at the exit of the stomach and causing stomach perforation, although, gastric necrosis was not confirmed by the physician. The physician considered that the events were clinically significant/required intervention. The physician confirmed that the foreign material would have caused gastric perforation and stated that if the pt took an overdose, it was possible that it aggregated and caused gastric obstruction. It was considered possible that the pt took aggregated poligrip which was attached to the artificial tooth as a result of neglect. The physician also commented that if obstruction gastric continued for only two days, it would be sufficient possibility that gastric perforation would occur. The overdose would possibly be the cause of those events. At the time of reporting, the stomach perforation was unresolved, and the outcome of the other events were unk. The gastric obstruction was considered to be related to treatment with double salt dental adhesive cream and no relationship was specified for the other drugs. The consumer considered that the gastric necrosis was related to treatment. Follow-up info received on (B)(6) 2012: concurrent medication included spironolactone, amlodipine besylate, dilazep hydrochloride, nicorandil and cold medication. On (B)(6) 2012, a CT scan showed gastrointestinal perforation. At the front-end of the pyloric portion of stomach, foreign material like plaster of about 3 cm (diameter) got stuck and caused gastric perforation. Urgent operation for removal of foreign material and repair of close of gastric perforation was needed. Treatment with double salt dental adhesive cream and all concurrent drugs were stopped. The events were no longer considered to be clinically significant/requiring intervention. The gastric perforation resolved, the physician suspected that foreign material like plaster was poligrip and no other causal factors apart from poligrip were considered.